Event description:
It was reported surgery was delayed due to the surgeon having trouble seating the device.

Manufacturer narrative:
The associated liner was returned and evaluated. A dimensional inspection was attempted; however damage/deformation at several features of the device would not allow for accurate measurement. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.